Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 2.0mmx30mmx143cm nc quantum apex balloon catheter was advanced for dilation. However, during first inflation at 14 atmospheres for 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications and the patient was stable.

Manufacturer narrative:
(E1) initial reporter city: (B)(6). Device evaluated by MFR: returned product consisted of a coyote nc balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. Microscopic examination revealed a pinhole 6mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. A 2.0mmx30mmx143cm nc quantum apex balloon catheter was advanced for dilation. However, during first inflation at 14 atmospheres for 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications and the patient was stable.